Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin amount of insulin in the reservoir did not match what was indicated on the insulin pump. The customer stated that the reservoir icon was empty but the status screen showed about 50 units of insulin left. The customer did not know the blood glucose reading. She observed several alarms in the device alarm history that had occurred multiple times. She noted that she had since changed the infusion set and battery she also stated that her glucose meter stopped communicating with the insulin pump and that the insulin pump's display was blank; however, after a battery change, she stated that everything seemed okay. Advised replacement on the insulin pump due to the repeated alarms. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.